Event description:
Information received from the field does not address the patient's clinical status but notes that after an ablation procedure, multiple attempts to interrogate the device were unsuccessful. An attempt was made with another programmer without success. A message that the installed software does not support this device appeared on both programmers. Subsequently, the device was replaced.